Manufacturer narrative:
Evaluation codes, results/conclusion: (moderate tortuosity, mild calcification, heavy thrombosis in the left iliac and the aortic neck), other (pending device evaluation),

Event description:
A talent stent graft system was implanted in a patient for treatment of a ruptured abdominal aortic aneurysm. Vessel morphology, moderate tortuosity, mild calcification, heavy thrombosis in the left iliac and the aortic neck. The bifurcated stent was implanted via the left side. Inserted a wire up to the right side cannulated the gate, put a pigtail catheter in the gate, and spun the pigtail to confirm. The physician inserted and deployed the iliac limb, however, the iliac limb was not in the gate. The patient was successfully converted to an open repair. The explanted stent graft is pending evaluation. No clinical sequelae were reported and the patient is fine.